Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 454 mg/dl. The customer¿s other blood glucose was 400 mg/dl, 190 mg/dl, 70 to 250 mg/dl. The customer's sensor glucose value was 190. The customer did not experience any symptoms such as a result of high blood glucose. The insulin pump will not be returned for analysis.